Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, g2, h6.

Event description:
Patient reported "pain", "irregularity in breast", "nipple discharge" and "rupture" confirmed via ultrasound and MRI. Later healthcare professional confirmed "nipple discharge". This record is for the left side. The device has been explanted and replaced with a non-abbvie device.

Event description:
Patient reported left side device rupture diagnosed via ultrasound with pain, irregularity in the shape of the breast and nipple discharge. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.